Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed damage to the heartmate 3 coring tool; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted photograph captured damage to the handle of the coring tool. Residue consistent with blood on the coring tool handle was also observed. Review of the manufacturing documentation, which includes inspecting the tool for damage, found no deviations from manufacturing or quality assurance specifications. This evaluation could not conclusively determine when or how the observed damage occurred. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 5 of the IFU, "surgical procedures", provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The heartmate 3 coring tool IFU contains information needed to properly and safely use the heartmate 3 coring tool to core the left ventricle and remove cored tissue. The IFU instructs the user to notify appropriate abbott medical personnel if there is a change in how the device works, sounds, or feels. The IFU also states to ensure that that the coring tool is not damaged prior to use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a coring tool out of box failure. There was no backup coring tool available. The surgeon performed apex coring with tool without any adverse events. There was no delay to surgery as a result of this event. The coring tool was disposed.